Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a 27 failure; this condition had the potential to interrupt delivery. This condition was found in the biomed department after delivery. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of a flo-gard infusion pump with failure code 27 was confirmed and duplicated during product evaluation. This condition was caused by a damaged safety slide clamp assembly. The slide clamp assembly was replaced to fix this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).service history review: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.additional information: similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.